Manufacturer narrative:
Review of the device history record supports that no shown indicators related to the incident could be correlated. The device met all requirements during final inspection. However, the suspect affected part was evaluated and the rupture of the clutch cuff was confirmed. The following actions are planned: the affected clutch cuff will be sent to a material test lab for material specific analysis to determine the root cause of the issue testing of the clutch cuff under worst case and accelerated aging conditions an alternative clutch will be developed as a contingency plan should the failure rate increase. The alternative clutch will be verified and tested under accelerated aging conditions. Additionally, a field safety notice was issued 01-27-2009, where users were notified: "in a worst-case scenario, if the citrate/calcium pump is not running and the "clamp on citrate/calcium line" alarm is overridden, the potential consequences for the patient, although unlikely, could be hypocalcaemia and/or hypocalcaemia and/or external blood circuit clotting. Advice on action to be taken: in case the alarm "clamp on citrate/calcium line" is observed, and the clamps on the respective lines are open, please stop the treatment and contact your edwards technical services immediately."

Event description:
Reportedly, a spontaneous case was reported to (B) (4) on 11-september-2009 from (B) (6) by a baxter technician. The complaint refers to the motor of a citrate pump (code dgf71202, (B) (4)) on an aquarius machine (B) (4). On (B) (6)-2009, the reporter stated that the citrate pump stopped delivering citrate during the treatment of a patient while the calcium pump was still running. Reportedly, the nurse changed the citrate bag at 11h48 and at 12h25 the first alarm alerted the nurse to the message "clamp on citrate line." Eleven consecutive alarms occurred with the last one at 13h51. At 14h10, the treatment was stopped. The (B) (6) male patient, (B) (6) experienced hypocalcaemia but no clinical consequence was reported. The motor was offered for evaluation. "The patient is satisfactory. To recover normal calcemie, dr (B) (6) stopped the calcium pump for a while and restarted the citrate treatment with an external pump."